Event description:
It was reported that during a da vinci-assisted surgical procedure, insufficient sealing issue occurred on the vessel sealer extend (vse). The vse was replaced. The procedure was continuing with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter, but the customer was not able to provide additional information since the event date was a long time ago. However, it was confirmed that there was no unexpected additional bleeding experienced by the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the self-test homing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the electrical continuity, knife slot, energy delivery, cut, jaw gap verification and grip force tests. The energy delivery test was performed with various orientations of the grip tips and passed. No ceramic dots missing. Additional observations, which were not reported by site and were not related to the customer reported complaint, were also observed. The instrument was found to have a dislodged blade based on log review. Visual inspection showed that the blade was not exposed outside of the blade garage. No conductor wire damage or snake wrist damage was found. There was no bio debris found at the instrument tip. A log review showed one blade exposed failure. The root cause of this failure was typically attributed to mishandling or misuse. The instrument was found to have a self-test homing failure based on log review. This failure was a result of the dislodged blade failure of the instrument. The root cause of this failure was typically attributed to mishandling or misuse. A review of the device logs for the vessel sealer extend (part# 480422-01, lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the vessel sealer extend was last used on (B)(6) 2022 via system serial# (B)(4). This device is a single-use instrument and therefore only has one use allotted to it. This reported issue occurred on the instrument's only allotted usage. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the vessel sealer instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.